Event description:
It was reported the programmer will not save to pdf (portable document format) file or print full-size. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify the programmer not saving to a file or not printing with an external printer. However, analysis did find that the programmer failed functional testing due to the link electronic module (lem) board being out of specification.